Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation, dyspnea and hemolysis, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The clip remains in patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3, d6: estimated dates. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report hemolysis, mitral regurgitation, medical intervention, prolonged hospitalization it was reported through a research article identifying a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. It was noted hodgkin lymphoma, chest radiation, worsening dyspnea. Two clips were successfully deployed. Two years post procedure, the patient returned with severe mitral regurgitation. Due to lack of graspable leaflets, a decision was made to treat the valve leak with a 18 mm amplatzer vascular plug ii, instead of a third clip. However, mr could not be reduced. An 8mm amplatzer septal occluder was deployed and mr was reduced to mild. The patient then developed acute severe hemolysis. The occluder was removed using a twist sheath and the hemolysis was resolved. The patient returned for follow up with severe dyspnea. Another attempt was made to treat the mr. Two discs were deployed, and mr was reduced to trivial. A one-month follow up revealed successful results with no signs of hemolysis. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the attached article, titled: percutaneous closure of intra-mitraclip leak. No additional information was provided.